Event description:
It was reported to philips that the system was stuck at startup, with the timer stopped at 0:00 on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard drive disk (hdd), reloaded the bios/os, and reconfigured the settings. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).